Event description:
It was reported that solution set with a duo-vent spike was leaking. This issue was described as, ¿chemo started leaking through the secondary tubing's valve¿. This occurred while connecting the secondary tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.